Event description:
An aneurx bifurcated stent graft of unk size and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel morphology are unk. It was reported that the aneurysm was enlarging and a type ii endoleak was sealed by coil embolization. It was reported that the pt requested that the device be removed; therefore, the device was explanted in 2002. No clinical sequelae were reported, and the pt is reported to be recovering well. The explanted device was retained by the user facility, and will not be returned to medtronic ave.